Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: ,h3, h6 corrected information: d4 UDI a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Forty-five representative unopened samples were received for analysis. Product code 8703h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. As per the sampling plan, a visual inspection was conducted on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strands to detect any issue related to fraying or damaged suture and no defects were observed during evaluation. Also, a tactile test was performed with the affected parts of the thumb and forefinger, and no anomalies were detected. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Could you please clarify if extra devices belong to this complaint? ¿ the exact sutures that were ¿fraying¿ could not be returned since they were used for a CABG surgery and were sutured into the vessels. These sutures are the remainder of the product at the account with the same lot number. The hospital did not feel comfortable using any of the sutures with this lot # since they experienced this situation with at least 4 sutures all of the same lot. They wanted to return the sutures for analysis since this issue seemed to be contained within the same lot #. 2. If not, could you please clarify if the extra received products belong to a different complaint? If so, can you please provide the complaint number. 3. If the devices was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If possible, could you please identify the pc numbers related to this issue. (B)(4). Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). This was initially reported to me by (please refer to the attached mail), rn (facility name - nurse coordinator and circulating nurse). I subsequently spoke directly with the cardiovascular surgeon, dr. (Please refer to the attached mail) who confirmed the incident. She mentioned specifically that every suture in this particular lot was ¿fraying¿ as she ran her hands along the suture in attempting to tie a knot. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. The sutures are still located at the hospital. I am waiting for them to be released to me so that I can mail them in for analysis. I am hopeful that they will be released this week. As soon as they are available to me, I will ship them out.

Event description:
It was reported that a patient underwent a cardiovascular procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported by the sale rep cardiovascular bypass-procedure, the suture was frayed when they were tying the knots. Device is available for return. No adverse patient consequences were reported. Additional information was requested.